Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set drip chamber broke from the the tubing while priming it. The following information was provided by the initial reporter: "I just received a product concern for an IV gravity set. The concern was this: "gravity set drip chamber broke from tubing when priming.""

Manufacturer narrative:
H.6. Investigation: the customer reported the drip chamber separated during priming and returned the used sample of material #10802688 lot #21059541. The sample was clearly separated at the drip chamber, and the complaint is verified. The tubing had insufficient traces of solvent applied and also had shallow insertion depth on the drip chamber. The root cause is traced to the assembly process. A device history record review for model 10802688 lot number 21059541 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A quality notification has now been issued to involved personnel, and a project, CAPA#3974230, has been created to further investigate and correct this defect. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21059541 regarding item #10802688. H3 other text : see h.10

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set drip chamber broke from the tubing while priming it. The following information was provided by the initial reporter: "I just received a product concern for an IV gravity set. The concern was this: "gravity set drip chamber broke from tubing when priming.